Event description:
This patient came in with a periprosthetic fracture so the surgeon was performing surgery. While fixing the periprosthetic fracture, the stem came out of the patient and hit the floor. The sales rep was then called to obtain a new stem. The stem and bipolar component was subsequently revised.

Manufacturer narrative:
The event was not confirmed as the product was not returned for evaluation and no medical records were received. Review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Review indicated there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided. Further information such as explanted products, operative reports, xrays, patient history and follow-up notes are needed to investigate this event further.

Event description:
This patient came in with a periprosthetic fracture so the surgeon was performing surgery. While fixing the periprosthetic fracture, the stem came out of the patient and hit the floor. The sales rep was then called to obtain a new stem. The stem and bipolar component was subsequently revised.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report.